Manufacturer narrative:
(B)(4). Correction: it was initially reported that the physician was trained in the use of the proglide device; however, the physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported the sheath did not split as expected was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 7fr sheath after a coronary interventional procedure. Reportedly, when trying to push down the cutter, it was not cutting the sheath, but pushing it down causing the sheath to "smash down". It is unknown if the exchange sheath connected to the clip applier. Manual arterial compression and a non-abbott device were used to achieve hemostasis. The physician has been trained in the use of the proglide device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report corrected information: the physician was reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.